Event description:
During routine testing of the device at the service center, the service technician reported the direct current cable assembly was damaged. The monitor was originally returned for repair of a burnt capacitor on the auxilliary board when the damaged cable assembly was found. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.